Manufacturer narrative:
The insulin pump power up properly after battery installation. No blank display noted. However, the insulin pump alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement test or verify low battery alarm due to failed battery test alarm. The insulin pump had cracked battery tube threads.

Event description:
The customer reported via phone call that the battery compartment had crack at the top. The customer's blood glucose level was unknown. The customer was advised to discontinue the use of insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.